Manufacturer narrative:
Insulin pump passed displacement, stop current, run current and off no power test. No unexpected low battery alarm noted. No battery out limit alarm noted. However the insulin pump had an intermittent button response due to corroded keypad traces. No unexpected ramping numbers noted. Cracked case near lcd window corner, minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a low battery alarm and stated that they were unable to treat due to numbers scrolling without input from the customer. Customer stated that the buttons on the insulin pump were unresponsive and stuck. Customer stated that they took the batteries out and received a battery out limit alarm and they were unable to clear it. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.